Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported non recoverable 41081 occurred. Prior to calling customer power cycled system with no change. Multiple master tool manipulator-right 2 (mtmr2) armnet errors were confirmed in the logs. The tse walked the caller through a hard power cycle of the surgeon side console 2 (ssc2) with no change. The system was a dual console system so the tse walked the caller through disconnecting the blue fiber cable from ssc2 and proceeding with the case as a single ssc system. The procedure was continuing with no reported injury, but a surgical delay of 30 minutes or more. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to investigate the reported event. The fse replaced the right master tool manipulator (mtm) on console 2 to correct the reported problem. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. The reported failure (non recoverable faults error 23 and 23002) were unable to be reproduce but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. All tests that were performed passed. Components will be replaced as a precaution, but there was no trouble found with the mtm. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the dual surgeon console was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a single console system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.